Event description:
Same case as MDR ID: 2134265-2014-08586 and 2134265-2014-08585. (B)(4). It was reported that myocardial infarction was experienced. In (B)(6) 2014, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal left anterior descending (lad) extending into the distal lad with 80% stenosis and was 78 mm long with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.75 x 32 mm, 3.00 x 28 mm and 3.50 x 28 mm promus element ¿ study stents. Following post-dilatation residual stenosis was 0%. One day after, the patient was diagnosed with myocardial infarction (mi). Cardiac enzymes elevation was consistent with protocol definition of mi, with peak ck-total = 962 iu/l, uln= 308 iu/l; peak ck-mb = 90.4 iu/l, uln=25 iu/l and peak troponin t= 0.73 ng/ml, uln= 0.1 ng/ml. The patient was treated with medications. Three days after, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not retuned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).